Manufacturer narrative:
H11: a physical sample was not returned for evaluation. Two photos were provided for analysis. The reported failure was for a pleurx code (50-7050). The valve in photo 2 is labeled as peritx. The pleurx valve is associated with 50-7050 pleurx code and the peritx valve is associated with the 50-9050a peritx code. In addition, the catheter placed in the low abdominal space which is proper placement for the peritx catheter. With regard to the reported failure ¿during follow up response it was further reported that the hole was behind the valve.¿ we cannot definitively confirm the presence of a hole given the provided photos. Given the information provided within the entry description "it was reported that on (B)(6) 2025, a hole in the pleurx tube behind the valve was caused by the patient while using a sharp object." We can confirm that the potential cause of the hole on/in the catheter tubing is use related. A device history record (DHR) review could not be performed as the lot number is unknown. The complaint was entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. D4 (expiration date is unknown), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h4 (device manufacturing date is unknown), h6 (annex g ¿ component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a hole in the pleurx tube behind the valve was caused by the patient while using a sharp object. The issue was resolved by changing the valve and drainage was successful. The patient was not exposure to blood/bodily fluid and there was no medical intervention. No harm to the patient was reported. During follow up response it was further reported that the hole was behind the valve, the hose was cut off with the valve, and a new valve was fitted. The tube was cut to remove the hole.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. Photos were provided; photo review is currently underway. The device is not available for return. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, a hole in the pleurx tube behind the valve was caused by the patient while using a sharp object. The issue was resolved by changing the valve and drainage was successful. The patient was not exposure to blood/bodily fluid and there was no medical intervention. No harm to the patient was reported. During follow up response it was further reported that the hole was behind the valve, the hose was cut off with the valve, and a new valve was fitted. The tube was cut to remove the hole.